Event description:
After the feeding tube was inserted and fluid began to flow, a leak was detected in the tubing. The hole in the tubing was immediately after the tubing leaves the molded luer connector housing. This event was the 2nd of 2 experiences. The first one happened 30 days prior. The failed device or packaging was not saved for the first event, but both failed device and packaging was saved on the 2nd failed device. No harm to this patient, but the first patient did require additional reglan. Failure of both devices was recognized immediately after placement. It is believed the hole was in the tubing while still in the package. (Out of the box failure.)